Event description:
Male patient complained of open sores on inner thighs status post an abdominal pelvis MRI. Patient was sent to the emergency department for evaluation and treatment 5 days after the MRI. Patient was noted to have a second degree burn on inner thighs by the physician. The nurse's documentation described an open blister wound with eschar, fibrous tissue and non-granulating pink tissue measuring 2.9 x 1.5 x 0.1 cm.within the same week, a female patient complained of feeling a burning painful sensation during the MRI scan of her left hip/thigh. Three sequences where completed when the patient complained and the scan was discontinued. The patient was evaluated by the radiologist and no injury to the patient was noted.